Manufacturer narrative:
E1. Initial reporter phone (B)(6). The suspected device was returned for evaluation. A review of the service history found no related repairs related to the failure mode. The event history log reviewed and no observation found. Visual and functional testing was performed. The customer reported issue was able to be replicated during pump power up test. The defective mainboard was identified as the cause of the error and replaced. The device shall be returned to the customer once passing results for functional/delivery tests.

Event description:
It was stated that the pump displays error code 46440. There was no patient involvement. It was confirmed during inspection of a returned pump that error code 46440 does appear during pump power up test. Therefore, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.